Event description:
It was reported that pump screen became frozen and stopped responding to touch, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset following instructions from technical support, but screen remained unresponsive, so pump was placed in storage mode and arrangements were made for use of multiple daily injections as backup therapy while technical support confirmed shipping details and arranged replacement pump, provided setup guidance for transferring settings and connecting continuous glucose monitor, and instructed return of malfunctioning pump using prepaid label.